Manufacturer narrative:
Oxiris s has been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection. Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was observed during the priming of (1) unit of oxiris s. The leak was observed to be coming from "the part where the exit part of the return (blue) line is connected to the filter". There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a video and photos of the impacted set was provided. The visual inspection observed an external leak fluid from the return screwed connector. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.